Event description:
Information was received that an ambulatory infusion pump was alarming with a "high pressure" message. It was reported that the patient was in the ER due to pump malfunction. No patient or clinical injury resulted.